Manufacturer narrative:
Correction to initial MDR: the issue was previously reported in MFR # 3006630150-2016-03913.

Event description:
A report was received that the patient underwent an unknown procedure wherein an ipg was returned for an unknown reason.

Event description:
A report was received that the patient underwent an unknown procedure wherein an ipg was returned for an unknown reason.